Event description:
It was reported that the drill tip fractured while in use during a procedure. The drill tip remained in the patient so the surgeon proceeded to remove the fragment. The surgeon injured his finger while removing the drill fragment. There was no further information provided for the surgeon's injury. No fragments were retained by the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G3: foreign source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) ¿ drill a visual inspection was conducted on the returned drill. The drill shows signs of attempted use including marking and scratching on the driver surface. Further investigation shows that the drill tip has fractured in three locations. A dimensional analysis was conducted on the fractured pieces utilizing caliper lp-489-215. Both the drill tip and drill base were found to be within specification. The complaint is confirmed. A determination cannot be made as to what caused the drill to fracture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, d9, g3, g6, h2, h3, h4, h6 and h11.

Event description:
No further event information is available at the time of this report.